Event description:
It was reported that during an atrial flutter (afl) procedure, the customer experienced temperature limiter alarm on the generator, when the physician tried to ablate at 30 ml/min flow. The physician removed the thermocool smarttouch catheter from the patient¿s body and flushed the catheter at 100ml/min to check the irrigation. The physician saw a clot on the tip of the catheter. It was noticed that the smartablate tubing was bunched up near the door of the pump and could not flow out of the catheter. The issue was resolved by reseating the tubing and the system worked as intended. The temperature limiter issue was resolved by changing the catheter and the case was completed without any patient consequence. The customer used the default setting for cool flow pump during the procedure. Biosense webster decided to report this event under smart touch bidirectional catheter due to a clot observation on the catheter which caused by the inadequate irrigation from cool flow pump. Investigation is still in progress. A supplemental report on device evaluation will be submitted.

Manufacturer narrative:
(B)(4) it was reported that during an atrial flutter (afl) procedure, the customer experienced temperature limiter alarm on the generator, when the physician tried to ablate at 30 ml/min flow. The physician removed the thermocool smarttouch catheter from the patient¿s body and flushed the catheter at 100ml/min to check the irrigation. The physician saw a clot on the tip of the catheter. It was noticed that the smartablate tubing was bunched up near the door of the pump and could not flow out of the catheter. The issue was resolved by reseating the tubing and the system worked as intended. The temperature limiter issue was resolved by changing the catheter and the case was completed without any patient consequence. The customer used the default setting for cool flow pump during the procedure. Biosense webster decided to report this event under smart touch bidirectional catheter due to a clot observation on the catheter which caused by the inadequate irrigation from cool flow pump. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Then per the reported event, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4). The concomitant product: smartablate pump, model#m-4900-08, serial # (B)(4) related to the same event.